Manufacturer narrative:
(B) (4). The ge service rep removed and replaced the hv cable assembly, bumper, and tube. He performed a filament calibration and collimator alignment then verified that the system operates as intended.

Event description:
The customer reported that the system fluorosed at high kv and there was a loud clunking noise coming from the tube head area.